Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced continuous, ongoing elevated blood glucose (bg) levels in the 300's mg/dl range and medium levels of ketones. The customer alleged there was an underlying pump issue causing the high bg level. A manual injection was administered to address the bg level.